Event description:
It was reported that the customer intermittently received a power source alert after plugging the pump into a wall outlet. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.